Event description:
It was reported that the tubing of a clearlink system non-dehp solution set separated from the y-site. The reporter stated that when the set was opened from its packaging, no abnormalities or damage were noticed. The event occurred during subsequent priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the cause of the reported condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Initial evaluation confirmed the reported condition through a visual inspection. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.